Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was from a consumer regarding a patient receiving intrathecal fentanyl (concentration and dose unknown) via an implanted pump for spinal pain. Physician listings were requested. It was the patient¿s pain had continued after switching from morphine to fentanyl and the patient was upset the healthcare provider (hcp) had only titrated three times since her pump support group indication titrations would be more frequent. The event date was (B)(6) 2019 when the drug was changed from morphine to fentanyl. It was also reported the healthcare provider (hcp) wanted to remove the pump and the pump had moved out of the pocket. The patient did not want to remove the pump and was looking for a second opinion. The event date was (B)(6) 2019 or (B)(6) 2019. The patient was looking for a new doctor. It was noted the hcp did not take any steps to resolve and just wanted to remove the pump. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 11-sep-2019 from the patient who reported that her pain was worse. When asked when it first started, she said within the last 6 weeks. The patient explained that she sat there and cried from the pain and she couldn't get any oral medication. She was calling because she wanted to get a ptm (personal therapy manager) donated to her for extra boluses of medication. She stated that she currently didn't have a pump managing hcp (healthcare professional). When offered physician listings the patient declined because she said she already had a list. She stated that her previous hcp was supposed to refer her to 3 new physicians, but that hcp only referred her to get the pump removed which she did not want to do. When asked for the dose and concentration of the fentanyl in the pump, the patient just said she was at (B)(6) and added that ¿the bolus medication was supposed to be 10-12 (patient was difficult to hear during this portion of the call) a day¿. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated they were working with the patient to get a personal therapy manager (ptm). However, the patient just revealed she would not be returning to her pain manager (which was her second pain doctor since she got the pump implanted a few months ago). The patient was not sure where she would go, and told the rep if she could not find a pain management physician to increase her pump dose significantly she was going to have it explanted. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported the cause of the pump movement was not determined. The pump has been analyzed and refilled with different medications. The pain and movement have not been resolved at this time. Referrals have been sent to several physicians to take-over care for the patient. The hcp stated the device was not defective. The patient stated they were unable to find a medical doctor to take over her care and wanted the device removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.